Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 727087) for female sterilisation. The patient had a medical history of rectocele, cystocele, surgery (cholecystectomy history of essure device 2010 - 4 placed, 2 on either side leep procedure 1998 pr female genital surg proc unlisted 2010 bladder sling for incontinence; mesh to the sacrum for prolapse (sacro colpopexy?)), allergy (allergies: iodine (sodium iodide),iodine,hycodan (hydrocodone bit/homatropine)), uterine prolapse (34yo female with stage 4 pop pessary fitted today), augmentation mammoplasty, depression, migraine, parity 2, multi gravida, vomiting and nausea. Previously administered products included: mirena. On 07-jul-2010, the patient had essure inserted. On 23-sep-2020, 3731 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (exam under anesthesia, laparoscopic bilateral salpingectomy, and removal of fallopian essure devices). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: ; 3rd device adhered to left fallopian tube fimbria; 4th device adherent to descending large bowel omentum. All terminal markers (ball tip on "distal end"; inner coil tip and square outer coil tip on the "proximal" end) were identified on all 4 devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.481 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:medical device removal ((B)(4)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal (medical device removal) in an adult female patient who had essure inserted (lot no. 727087) for female sterilisation. The patient had a medical history of rectocele, cystocele, surgery (cholecystectomy history of essure device 2010 - 4 placed, 2 on either side leep procedure 1998 pr female genital surg proc unlisted 2010 bladder sling for incontinence; mesh to the sacrum for prolapse (sacro colpopexy?)), allergy (allergies: iodine (sodium iodide),iodine,hycodan (hydrocodone bit/homatropine)), uterine prolapse (34yo female with stage 4 pop pessary fitted today), augmentation mammoplasty, depression, migraine, parity 2, multi gravida, vomiting and nausea. Previously administered products included: mirena. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3731 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (exam under anesthesia, laparoscopic bilateral salpingectomy, and removal of fallopian essure devices). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 3rd device adhered to left fallopian tube fimbria; 4th device adherent to descending large bowel omentum. All terminal markers (ball tip on distal end; inner coil tip and square outer coil tip on the "proximal" end) were identified on all 4 devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.481 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal (10052971). The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Indication added, non drug treatment updated .event updated to medical device removal. Lot number and expiry date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.